Manufacturer narrative:
The field service engineer determined there was a fluidics issue. The vacuum nozzle, linear solenoid, and all electrodes were replaced. Another nozzle was clogged.

Event description:
The initial reporter stated they received questionable ise results for an unspecified number of patient samples tested on the cobas 8000 ise module. Some of the questionable results were reported outside of the laboratory and later corrected. The customer provided data for one patient sample with discrepant results for ise indirect na for gen.2. The sample initially resulted with an na value of 151 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting with an na value of 143 mmol/l. The repeat value was believed to be correct and a corrected report was issued. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.